Event description:
It was reported that the patient did not have relief from her pump for six months. A catheter revision was done in 2009. The physician disconnected the spinal portion from the pump and was unable to get any backflow from the catheter. When the physician disconnected the sutureless catheter, there appeared to be a growth into the connector itself. It was stated that "it looked like it was actually growth into the nipple itself." A small piece of tissue was released out of the "nipple" by the connector when they had injected normal saline into the catheter access port. When the spinal segment of the catheter was removed from the patient, there was not any visible growth or abnormality noted on the catheter. The physician was able to aspirate the catheter and fluid flowed through the distal holes in the catheter without difficulty. The physician replaced the full catheter with a new two-piece catheter system. The catheter position was verified with contrast and was implanted in the intrathecal space. The pump remained implanted, just the catheter was replaced and the old catheter was discarded. It was stated that the patient was doing well with the new catheter. The medication being delivered via the device system was fentanyl. Additional information has been requested, a follow-up report will be sent if additional information becomes available.